Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The original reported event, sparks from the bottom of the canister, was confirmed. The service technician observed that the motor was loud and causing sparks in the bottom canister. The motor was replaced, device was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported that the cast vacuum is sparking during a procedure at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the cast vacuum is sparking during a procedure at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.